Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the access 2 instrument. Patient a: the initial accu tni result of 0.94ng/ml was reported out of the lab. The customer retested the original sample for accu tni twice and the results were: 3.68ng/ml and 0.10ng/ml. The original sample was then re-tested again and the result was 0.07ng/ml. A corrected report has been issued. In addition, the pt was redrawn and tested for accu tni; the result was 0.06ng/ml and 0.07ng/ml upon repeat. Patient b: the initial accu tni result of 3.11ng/ml was reported out of the lab. The original sample was re-tested for accu tni and the result of 0.12ng/ml was amended. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check conducted on 07/26/06 passed within specifications. The specimens were collected in plastic, 13x100 bd, sodium heparin, without gel tubes and centrifuged at 3,500 rpm, for 10 minutes, at 17 degrees celsius. A field service engineer (fse) was dispatched to the customer's lab on 08/03/06. The fse performed a preventive maintenance (pm) to the instrument which was due next month. The fse adjusted mixer speed which was low, replaced pipettor tip that had a worn appearance and adjusted pipettor alignments. The fse verified that the instrument was operating per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.